Event description:
It was reported that the customer's pump required daily charging. There was no adverse impact to the customer¿s blood glucose level indicated. No further troubleshooting was requested by the customer.